Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had not had the device checked in years and felt like something was wrong with it. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.